Event description:
It was reported the insulin pump alarmed button error. Customer blood glucose was unknown. Customer's mother reported she did not recall any significant event that may have caused the device to alarm. Customer's mother was advised to discontinue use of the device and revert to back up plan. No further information reported.

Manufacturer narrative:
No button error alarm during testing. However unit had intermittent button response due to corroded up and down button on keypad trace. The device had minor scratched lcd window, cracked case at display window corner and cracked reservoir tube lip.